Manufacturer narrative:
Product not yet returned for eval. (B)(4).

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: strip issue or user has low glucose value.

Event description:
Consumer complaint of blood result reading of "lo." Last 5 tests in memory: 130mg/dl, 138mg/dl, "lo", 136mg/dl, 140mg/dl. Customer normally reads between 120 - 140mg/dl. No adverse event reported.

Event description:
Consumer complaint of blood result reading of "lo". Last 5 tests in memory: 130 mg/dl, 138 mg/dl "lo", 136 mg/dl, 140 mg/dl. Customer normally reads between 120 mg/dl - 140 mg/dl. No adverse event reported.